Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient stated vague feeling, the walking went bad and the legs were stiff. She was not able to walk 10 meters longer without stopping and the medicine had leaked from the tube and syringe junction. The tube had even completely come off the syringe on (B)(6) 2026.